Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57u4w. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot and the knife were noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: how was the device removed from the tissue? Unsure as reported by another rep, they did manage to finally get the device off tissue. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? As reported by another rep, the surgeon tried reverse then tried the manual ratchet, opened up handle but jaws weren¿t opening, the rep had asked to see if knife blade was in ¿home¿ position, the surgeon the said it looked like it was 10mm from home position. Did the jaws ever completely open? Unsure as reported by another rep, they did manage to finally get the device off tissue.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? How was the device removed from the tissue? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? Did the jaws ever completely open?

Event description:
It was reported that during a distal panc, the stapler firing sequence stopped on the first fire on extremely thick tissue using a green reload. Firing sequence stopped, tried reverse, tried manual ratchet, opened up handle but jaws weren¿t opening. Surgeon was asked to see if knife blade is in home position, he said looked 10mm from home position. Managed to finally get off tissue. It was also reported that the patient ended up doing very well, he looks good. It was not a device failure, his pancreas was so hard and calcified from his chronic pancreatitis that it broke stapler.